Event description:
It was reported that the atrial lead exhibited noise. The noise was observed when the patient moved his arm around during positional testing. The pacing and sensing thresholds were acceptable and consistent with the known trends for the patient. The system remains implanted.

Manufacturer narrative:
Na